Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips the device fails the operational check. This occurred during the operational check and therefore there was no patient involvement.